Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response as a result of moisture damage keypad trace. The device was had scratched screen, cracked reservoir tube and lip as well cracked tube threads.(B)(4).

Event description:
It was reported that the customer's insulin pump got wet during the rain and the down arrow was not responding. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.